Event description:
It was reported that pumping was not working one day after changing the dressing.

Manufacturer narrative:
Investigation results: our investigation into this complaint is now complete. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken which confirms that "the device had failed due to liquid entering the device. The electronic parts were found contaminated by the liquid intrusion.' Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.